Event description:
Device malfunction: difficult to remove, broken vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. The access ports were not used. The thumb advancer was retracted, but the device could still not be removed. Counter traction and force were used to remove the device from the pt anatomy. Hemostasis was achieved with the device. The locator wings were reported broken, and it's unk if they were broken during or after the procedure. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.